Event description:
Reportedly, the scope blacked out during a colonoscopy procedure. The procedure was successfully completed with another scope. There was no patient injury reported. This is being reported in an abundance of caution.

Manufacturer narrative:
The returned scope was evaluated. The wire harness was broken. Exact cause not known. No injury to patient.